Event description:
The account alleges that the device will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
After the technician determined that the cause of the issue was due to bent frame, the account decided to scrap the device. The device has been removed from service and scrapped out. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.